Event description:
Additional information provided from the field indicated the physician thought the right ventricular (rv) lead may have been under-inserted into the header of the device thus causing the reported clinical observations. Again, all products will remain in service and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The system had switched from bipolar to unipolar. An x-ray was taken which indicated the rv lead terminal pin was loosely connected to the header of the device. No intervention has been performed at this time and the system was reprogrammed. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
According to the field, no intervention will be performed and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was tested with a pacing system analyzer where oversensing of noise was observed. The rv lead was reprogrammed to unipolar and reconnected with the device and remains implanted and in service. No additional adverse patient effects were reported.